Event description:
Event description guidant received information that during a surgical procedure not related to a cardiac issue, this implantable cardioverter defibrillator (ICD) displayed a warning message stating the device had gone to end of life (eol). The device was reset and another message relayed that the device had reached an elective replacement indicator (eri). One manual capacitor reformation was done and the device elicited a fault code 01 with a charge time greater than 45 seconds. It is unknown if the patient has had magnetic resonance imaging (MRI), but has had an ultrasound.